Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D3 mfg postal code: correction - field should be left blank as manufacturer is in the us in the initial. G3: date received by manufacturer ¿ additional information. H2: additional information/device evaluation/correction information h3a device evaluated by mfg: correction - field should be "no" as product evaluation anticipated, but not yet begun in the initial. H3d device not returned to mfg for eval: correction - box should be unchecked as product had been returned to mfg in the initial. H6: type of investigation: correction - incorrect investigation conclusion code based on data analysis findings in initial.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.